Event description:
It was reported the patient experiences discomfort at the ipg site whether stimulation is turned on or off. Surgical intervention may be undertaken at a future date as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.